Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the cable could not be connected with the antenna. Procedure was aborted but the patient was under general anesthesia.